Event description:
A patient was bolused with heparin and nurse noted intravenous (IV) had infiltrated. A nurse set up the pump but did not connect it. The IV team was called to restart the IV. Approximately five hours later, the pump was found running at 105ml/hr instead of 10.5 ml/hr. The nurse had programmed the pump in general mode using units/hour. The pump was not in colleague guardian. The nurse did state that bolus and calculations for dose were checked by a second nurse. The patient was receiving 10,500 units of heparin per hour vs. 1050 units/hour that was ordered. No obvious problems were noted until later in the day when the patient became hypotensive and complained of right flank pain. The patient was transferred to the critical care unit. The patient received red blood cells, protamine, fresh frozen plasma, lab and CT scan. The patient was discharged to home three days later.